Event description:
It was reported that the device's downstream occlusion seal was delaminated and had missing pogo pins. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 03-oct-2024. H3: one device was received for repair in used condition. The device underwent visual inspection and affiliated preventative maintenance. The device passed all functional testing. The device was then returned to the customer.